Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient had a contrast-CT (computed topography) performed and a type iiib endoleak was found. The physician plans to re-intervene but surgery has not been scheduled. No further additional information or patient sequalae has been reported at this time.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient had a contrast-CT (computed topography) performed and a type iiib endoleak was found. The physician plans to re-intervene but surgery has not been scheduled. No further additional information or patient sequalae has been reported at this time. Subsequent to the initial report, additional information was provided reporting that the type iiib endoleak was successfully sealed with relining the originally implanted devices with an afx2 bifurcated stent system and an afx vela infrarenal. No additional information was provided.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The type iiib endoleak complaint is unconfirmed due to a lack of relevant medical imaging. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.